Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The nurse stated that the insulin pump was not at fault and the customer treated himself with a manual injection. It was stated that the customer tried to commit a suicide. The caller stated that the doctor would like to have the insulin pump unloaded, but the customer was not willing to hand over that information. Advised the caller that a carelink usb will sent to her overnight. No further information was provided.